Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154vrc implantable cardioverter defibrillator (B)(6) 2006.

Event description:
It was reported that the patient had been hospitalized due to atrial fibrillation. The patient was noted to have a six second pause. On interrogation, noise and intermittent oversensing was seen on the right ventricular lead due to apparent cross talk from the atrial fibrillation. The patient was cardioverted. The lead remains in use. No patient complications have been reported as a result of this event.